Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical; the malfunction was observed but not verified. The processor/bridge/pace board was replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.